Event description:
It was reported that a dissection occurred. A fractional flow reserve (ffr) procedure was performed, and a comet ii pressure guidewire was used. During the procedure a dissection of the common trunk occurred. The procedure was aborted, and the patient was treated accordingly. No further information is available at the time of this report.